Event description:
It was reported that (1) h2tuv was used during an unknown procedure. It was reported by the affiliate that the device handle was hot. Opened another device to complete the case. There was no consequence to pt.